Event description:
The customer reported being hospitalized due to low blood glucose of 30 mg/dl. Troubleshooting was performed. The customer stated that her doctor changed her settings to half the amount. The caller asked if she should change the reservoir every three days since there was still insulin in the reservoir. The time and date were incorrect. Assisted the caller to correct them. The customer's most recent glucose reading was 214 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.